Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon reported to technical service engineer (tse) that there was a non-intuitive motion due to the camera installed on universal surgical manipulator (usm) arm 2. Tse viewed the system event logs and noticed an error 22008 indicating a rfid mismatch. The customer stated that the image was inverted with an endoscope 0 deg. Tse asked to remove the camera and restart the system to resolve the reported issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported error was confirmed but not replicated. In the system logs, the error 22008 was found indicating a fault on the axes controller carriage rfid (accr) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the accr board was inspected but there were no faults identified. The complaint was confirmed but no replicated based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause may be attributed to a transient failure in the accr board, leading to an incorrect or failed rfid read of the endoscope in usm2.

Event description:
Refer to h11 for follow-up information.